Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a ventricular threshold test, the patient implanted with this pacemaker experienced asystole and seized for an unknown duration of time. This was a result of the threshold test not being ended appropriately by the user. The test was ended and the patient regained consciousness. There was no additional adverse patient effects reported.